Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient was hospitalized due to high blood glucose on (B)(6) 2024. Patient has been hospitalized for one night and was given 8 units of insulin to address the high blood glucose. The blood glucose level reported during the event was 580 mg/dl. No further information available.